Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device received with the original battery cap in the reservoir compartment. Removed the original battery cap from the reservoir compartment. Device had corroded battery tube, stripped battery cap at coin slot (p), minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and the battery fell inside the reservoir compartment. Customer¿s blood glucose level was 129 mg/dl. Customer reported that the part was fell off. The battery that was in the reservoir compartment was stuck inside. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.